Event description:
Nurse attached y-type extension tubing to patient for ivf intravenous fluids infusion. Tubing primed with saline before attached to pt IV hub. Flushed IV before starting. Approx. 5 minutes into infusion, pt complains of leaking around y-site with blue cap attached. Rn noted leaking, removed and replaced without incident.